Event description:
It was originally reported on (B)(6) 2013 that the patient experienced a loss of therapeutic effect. The stimulation worked for 5-6 months before it came back, he still had stimulation but it was not covering his pain. He has not used the device for about 2 years. He has been seeing his doctor for injections and his doctor recommended getting the device working again. There were telemetry issues. The ins had become overdischarged and a physician mode recharge (pmr) was recommended to be performed. About a month later it was reported that the patient saw a power on reset (por) message and ¿call your doctor¿ icon on his patient programmer. The patient was unable to sync with his implant and he saw a manufacturer representative ¿last week¿ because his implant ¿went bad.¿ the patient did two ¿trickle charges¿ and then was able to charge completely on his own. The patient got the por on (B)(6) 2013 and talked to the representative about it. The patient was given assistance but the por could not be cleared as it was a warning por message. About a month later it was reported that an end of service (eos) and end of life (eol) message was seen. The reporter also noted a por condition. The reporter stated that ¿about one month ago¿ they met and the patient was in overdischarge. It took two pmrs to come to normal and the patient kept up with recharging. The reporter and the patient do not recall any other overdischarges. The device had ¾ of a charge the day of the report. Three days later it was reported that the patient had the stimulation off and did not charge for over two years. The patient claimed he did not remember ever doing another ¿trickle cell charge¿ during the lifetime of the battery. The patient had a loss of stimulation. The patient was scheduled for a device change and he took full responsibility in not being responsible about charging.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.